Event description:
Catheter placed in 2000 for IV antibiotics. Removed three months later because the pt had completed therapy. Three months later , pt felt "mass" in left breast so the pt went for mammogram. Mammogram showed catheter fragment in breast. Unknown, at this time, what plans are for removal. No other info provided.